Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: plastic part of instrument should be protruding past the metal part - it has snapped off. The product was returned to depuy synthes for evaluation. Visual inspection revealed the plastic tip broken and the metal prong bent from glenosphere orientation guide. Broken fragment was not returned for evaluation. Potential cause for the bent condition can be attributed to unintended use error by use of excessive force in a prying motion and overloading the material. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. Breakage can be traced to a component failure, as condition may happen in consequence of the bent observed. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the glenosphere orientation guide would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Plastic part of instrument should be protruding past the metal part - it has snapped off. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, "plastic part of instrument should be protruding past the metal part - it has snapped off" the product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4). The photo investigation revealed that the device (B)(4), glenosphere orientation guide tip was broken. The observed condition is consistent with the material overload through the use of excessive forces applied. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the (B)(4), glenosphere orientation guide would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "plastic part of instrument should be protruding past the metal part - it has snapped off" the product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4). The photo investigation revealed that the device 230795000, glenosphere orientation guide tip was broken. The observed condition is consistent with the material overload through the use of excessive forces applied. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 230795000, glenosphere orientation guide would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.